Event description:
The customer contact reported that during testing at the user facility, backflow of fluid from the secondary solution container into the primary tubing set was noted. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.